Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Device analysis revealed that no damages were found on the hub flaps. A good click sound was heard during insertion into the mdu system. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the system due to electrical open at distal. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2015-01185 and 2134265-2015-01184. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. The mdu did not moved when the physician attempted to perform automatic pullback. Therefore physician performed manual pullback and image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
Same case as 2134265-2015-01185 and 2134265-2015-01184. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an atlantis¿ sr pro² imaging catheter was used in conjunction with a motor drive unit (mdu) and a sled. The mdu did not moved when the physician attempted to perform automatic pullback. Therefore physician performed manual pullback and image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.